Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have migrated. A revision procedure was performed wherein the electrode was repositioned. No adverse patient effects were reported. This system remains in service.